Event description:
It was reported that unexpected resets occurred intermittently. Customer went to the emergency room and was subsequently hospitalized for diabetic ketoacidosis. A blood glucose level was not provided. Customer was treated intravenously with saline and insulin, and was released from the hospital two days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.